Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the shaft of the catheter was broken. The target lesion, the mid right coronary artery (mid rca) was 90% stenosed with calcification and average tortuosity. Initially, the physician tried to implant a non boston scientific drug eluting stent. However, the stent couldn't cross the target lesion. Therefore, it was changed to 3.00mm x 8mm taxus express 2 drug eluting stent. The taxus express2 stent was difficult to cross the lesion. The physician pushed the catheter by force. Subsequently, the shaft of the catheter was broken. The procedure was finished with dilatation of the balloon. There were no patient complications reported. Patient status was reported as "good."